Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. 12/31/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 01/07/2016 a medtronic representative, following-up at the site, reported the reported behavior could not be replicated. 01/20/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system became unresponsive. At the time, they were already finished navigating, so this did not effect the procedure. A hard shut-down was performed and when they powered the navigation system back on, there were no further issues. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.